Event description:
Pt states that some cassettes for her cadd legacy pump will not remain corrected to her tubing for her IV veletri therapy and needs to use tape to keep the ends together. Pt has not experienced any ade due to this issue. Lot number of most recent cassette affected: (B)(4). No other info known. Dose or amount: na, frequency: q 24 hours, route: IV. Diagnosis or reason for use: pah.